Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed in july') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal discomfort ("pressure on vagina"), anorectal discomfort ("rectum pressure") and chest pain ("chest pain all the time but no heart issues"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, vulvovaginal discomfort, anorectal discomfort and chest pain outcome was unknown. The reporter considered anorectal discomfort, chest pain, medical device removal and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pressure on vagina, medical device removal, and chest pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received via social media. The case was upgraded from non-serious incident to serious event. Events" I had mine removed in july and chest pain all the time but no heart issues but had no cardiac issues". Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed in july') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal discomfort ("pressure on vagina"), anorectal discomfort ("rectum pressure") and non-cardiac chest pain ("chest pain all the time but no heart issues"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, vulvovaginal discomfort, anorectal discomfort and non-cardiac chest pain outcome was unknown. The reporter considered anorectal discomfort, medical device removal, non-cardiac chest pain and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pressure on vagina, medical device removal, and chest pain". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4). Therefore this case is marked for deletion. Legacy device report num 2951250-2020-00741 (from deletion case 2019-233582). Legacy device report num 2951250-2015-01510 (from retention case 2015-456390). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.